Manufacturer narrative:
Dentsply sirona became aware of a device malfunction. A different kind of malfunction with the same or a similar device has led to a serious injury in the past. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that there was a tool malfunction where the tip twisted of a prosthetic driver. The session was completed successfully.